Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information and the device: did the patient experience any adverse consequences due to this issue? To date, no response has been provided and no device received. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the sterilized package was broken before surgery. It is unknown how the procedure was completed and patient consequence was not reported.

Manufacturer narrative:
(B)(4). Additional information obtained: no patient consequence due to the issue was found before surgery.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Investigation summary: the analysis results found that harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have holes in the tyvek, the holes was noted to be from the outside in. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformities were identified. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release.